Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2403003 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided and due to the nature of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant failure to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient-related events cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the events experienced by the customer. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, in step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. The device will be returned for evaluation.